Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. When the physician attempted to advance the stent along the guide wire with the aid of a guide liner, resistance was noted, upon removal of the device stent damaged was observed. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: no results available since no evaluation performed. Failure to deliver stent and stent deformation. (B)(4).